Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. The internal and external examination found all of the components in the correct post deployment positions and undamaged. There were no abnormal observations that could prevent the clip from being fully delivered to the arterial surface to close the access site. Based on the evaluation of the returned device, the reported experience could not be confirmed. The returned device functioned according to specifications. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the clip was fired, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.